Event description:
On (B) (6) 2009 the patient was being treated for an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The proximal neck was angulated (measurements not available). During the procedure, the physician lost wire access and continued to advance the gore excluder aaa endoprosthesis trunk-ipsilateral leg component. After losing wire access, the gore excluder aaa endoprosthesis was manipulated and, while attempting to pull the gore excluder aaa endoprosthesis into the sheath, it spontaneously deployed causing 2 cm tear in the aorta and a significant drop in blood pressure. The patient was converted to open repair and tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, advance the trunk delivery catheter over a 0.035" (0.89 mm) super stiff" guidewire, into the aorta to the approximate level of intended positioning. Do not attempt to withdraw any undeployed endoprosthesis through the 18 fr or 12 fr introducer sheath. The sheath and catheter must be removed together.